Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.0/078 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The reporter indicated the lens had a high vault . The lens remains implanted and the patient is being monitored.